Manufacturer narrative:
It was reported that the patient was implanted with a neurostimulator and octad lead in (B)(6) 2010. Pain relief was insufficient, and local pain persisted at the neurostimulator implantation site, so the hcp revised the ins pocket and implanted a second lead in (B)(6) 2011. Following the revision it was reported that therapy was effective. For subsequent events, see MFR. Rep. # 9614453-2012-00092.

Event description:
It was reported that the patient was implanted with a neurostimulator and octad lead in (B)(6) 2010. Pain relief was insufficient, and local pain persisted at the neurostimulator implantation site, so the hcp revised the ins pocket and implanted a second lead in (B)(6) 2011. Following the revision it was reported that therapy was effective. For subsequent events, see MFR. Rep. # 9614453-2012-00092.